Event description:
Event description guidant received information that this right ventricular lead experienced loss of capture and was successfully repositioned in a follow-up procedure. The following day an electrogram showed atrial pacing that resulted in depolarization of both the atrium and the ventricle. An x-ray confirmed that the atrial lead dislodged and had fallen down toward the ventricle. Because of the rv lead revision the previous day, the physician elected to program the device to vvir. No adverse patient effects were reported.